Event description:
It was reported that the customer had an issue with the insulin pump's reservoir. The reservoir and infusion set were occluded. She received no delivery alarms. The customer also reported blood in the site. The customer's blood glucose level was 121 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.